Event description:
It was reported the patient's wound was not healing properly so the wound was surgically washed out. Wound has healed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One of patient's incisions (incision at s1 lead site) was not healing well. The doctor cleaned up the wound site and re-closed incision. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.